Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), pelvic pain ("pain") and pelvic infection ("infection(pelvic)") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concurrent conditions included vaginitis bacterial. In december 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), urinary tract infection ("infection(uti)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, pelvic infection, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered pelvic infection, pelvic pain, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion and removal dates. Left tube: there were five trailing coils, on the right side, there were more than seven trailing coils. Patient underwent right, left hysteroscopic tubal occlusion with attempted diagnostic laparoscopy and mini laparotomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 9-jun-2011: small volume of pelvic ascites in right adnexa onl . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, urinary tract infection, uterine perforation. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter's information and lot number were updated. Events added: infection: pelvic; uti, pelvic pain, perforation (uterus), vaginal discharge. Concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus)"), pelvic pain ("pain") and pelvic infection ("infection(pelvic)") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concurrent conditions included vaginitis bacterial. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection(uti)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, pelvic infection, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered pelvic infection, pelvic pain, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion and removal dates. Left tube: there were five trailing coils, on the right side, there were more than seven trailing coils. Patient underwent right, left hysteroscopic tubal occlusion with attempted diagnostic laparoscopy and mini laparotomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: small volume of pelvic ascites in right adnexa onl. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, urinary tract infection, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.